Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 50 mg/dl and they ate and drink and it went up to 300 mg/dl and they did not bring it down. The customer was assisted with troubleshooting. Customer stated that they had dexcom and they gave self a bolus. Customer stated that it was 400 mg/dl after insulin 5.3 unit. The insulin pump will not be returned for analysis.